Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient has a bovine arch. It was reported that a planned carotid to sub-clavian bypass was performed in order to have a proximal landing zone, three days pre-index procedure. The patient did well after this procedure recovering over the weekend. It was reported that the stent grafts were successfully implanted to treat the aneurysm. A talent captivia was implanted as the proximal main and two talent distal mains were implanted distally. An angiogram was done and everything looked fine. It was reported that while transporting the patient from the or to the ICU, the patient coded and was brought back to the or. It is unknown what happened, but the patient may have had a pulmonary embolism and expired on the same day of the procedure. A review of several returned angio's from implant could not identify any obvious stent graft issues.

Manufacturer narrative:
Evaluation, method: (film evaluation), results: inherent risk of procedure (death), (cause of event is unknown), conclusions: (cause of event is unknown).